Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that there was a misalignment problem between the stylus and the cursor on the programmer screen. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be adjusted. The status of the programmer is unknown. There was no patient involvement.